Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿the previously placed mesh to be rolled up. The omentum was wrapped up in a piece of mesh, which had to be resected free.¿ it was reported that the patient experienced severe pain, hernia recurrence, adhesions, scarring, mesh migration, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.